Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by (B)(4). The service technician addressed the reported issue by replacing the sprintpack power manager and batteries.

Event description:
It was reported to carefusion that while a patient was being transported and ventilated on an ltv1200, the ventilator began to intermittently flash a ¿low battery¿ alarm. The ventilator was inspected and the power connections. The batteries were fully charged, and the ventilator was powered the entire time. The ventilator delivered appropriately and adequately. Further inspection of the sprintpack revealed the test lights on the left side of the battery cradle were steadily illuminated, and that the plastic around a connector pin was melted. The device was immediately taken out of service.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. During inspection, it was discovered that a pogo pin "that appeared to have been repaired/replaced or possibly melted" on the charging cradle.